Manufacturer narrative:
New information: mentor received additional information indicating the patient also experienced bilateral capsular contracture (baker grade unknown). The additional information also indicates that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 450 cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r). Device evaluation summary: it was reported that a 40 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350 cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. The patient also experienced bilateral capsular contracture (baker grade unknown). As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 450 cc gel implants, catalog # 3504504bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a crease on the anterior view. A rent was discovered within the crease measuring 1.5 cm. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow material observed. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 350cc saline breast implant, catalog # 3502350, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate plus profile 350cc and experienced deflation on the right breast implant. The deflation was confirmed by physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.